Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, d9, h3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions) additional initial rep: (B)(6). A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported that display (10.4" display w/ rtv bead sea d160-00-0113) needed to be replaced. The defective display is replaced with new one. Once replaced the unit passed all functional tests.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cs100 intra-aortic balloon pump (iabp) unit had a blank spot is appearing on the display. There was no patient involvement reported.